Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had to be charged longer than normal. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.